Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was no image displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope received a b30 scope communication error. The issue was found during maintenance. There were no reports of patient involvement.